Manufacturer narrative:
The investigation for the console (aic) buzzer/alarm malfunction has been completed. Only the data logs were returned for evaluation. Analysis of the data revealed that pump 467229 is consistent with complaint description ¿motor current and placement signal curves become flat without alarm¿. The pump associated with this failure was reported under MFR report #1220648-2024-11916. However, according to clinical details, there was no issue found with the console during the case. The device functioned/operated to specification.

Manufacturer narrative:
D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. H.4 device manufacture date is unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp support, the automated impella controller (aic) displayed motor current and placement signal curves being flat, without alarm. A suction alarm occurred at the same time as the others. The pump's position was verified to be correct, via echocardiogram. There were no position alarms. The physician withdrew the pump to provoke position alarm but there was no alarm except for the suction alarm previously seen. The pump was ultimately explanted. The patient was noted to have expired, but the patient was at the end of organ failure prior to the incident.